Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient endured elevated blood glucose levels (could not provide exact value) while wearing the pod between 4 and 24 hours. An attempt to bolus, via pod, was made however, pdm informed her that the pod had been deactivated. The patient "started to lose consciousness" and called for an ambulance. Patient was taken to the emergency room and treated with an intravenous delivery of insulin. Patient claimed that there may have been 2 pods in a row with the same issue, but could not confirm as she was "really out of it."